Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report repeated no delivery alarms. The customer had already called twice about the issue. The alarm occurred during a bolus attempt and his blood glucose reading was 224 mg/dl. The customer performed troubleshooting and verified that the insulin pump worked as designed. The customer was advised that the alarm was caused by an infusion set or reservoir occlusion. The infusion set was replaced, however nothing was returned for analysis.